Manufacturer narrative:
Product ID, neu_ins_stimulator lot# serial#, implanted: explanted: product type implantable neurostimulator product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 377660 lot# v007204 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 377660 lot# v006141 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension (B)(4).

Event description:
It was reported that implantable neurostimulator (ins) was flipped. Patient lost 80 pounds around one year ago and due to this ins flipped. Physician flipped ins back to position and tried again three weeks to a month before this report. Physician was unsuccessful flipping the ins and ins was sideways. This ins was hard to recharge because, it was flipped. Surgery was scheduled on (B)(6) 2012 to replace ins. Patient was still feeling stimulation. Patient had problems with stimulation covering pain, but medtronic representative was able to adjust stimulation to be more effective. This system covered patient's upper body (face, breast and waist). In addition, it was reported that patient never had therapeutic effect. Stimulation parameters were "way off" and stop working in 2009. Physician tried to replace system, but was unable due to excessive bleeding and critical condition. Ins was still implanted, but is not working at this time. Patient had a third system implanted to cover the lower part of the body. This one was "not working that good", but medtronic representative had been working with patient to help manage pain. Additional information has been requested, but was not available as of the date of this report. No able to correlate symptoms/events with devices at this time. Refer to manufacturer report # 3004209178-2012-08303.